Event description:
The customer contacted baxter's technical service center to report damage to a home choice (hc) machine during use. The hc has burn marks on the door. The home patient (hp) requested a swap of the hc. The baxter technical service representative (tsr) initiated a swap of the machine. The tsr did not discuss the use of continuous ambulatory peritoneal dialysis (capd) because the hc was operational for use. There was a patient involved but no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). The device was received operational with a discolored door cover. The device passed the homechoice rite (return instrument test / evaluation), functional and electrical tests and was functioning within specification. The reported issue was not confirmed as burn marks but rather a discoloration. The assignable cause could not be determined due to insufficient evidence. No issues were identified during review of the device's service history record. There is no indication the reported issue was a result of a mislabeling, use error, or misuse of the device, and the adequacy of the labeling is not being questioned. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Manufacturer narrative:
(B)(4). The device has been reported to be available for evaluation and has been requested. However, the sample has not been received for evaluation as of yet. If the sample is received, a follow-up report will be submitted upon completion of the evaluation.